Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was received, and the failure analysis investigation was completed. Failure analysis found the instrument to have one bent grip, causing them to be misaligned. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the force bipolar instrument locked onto a sponge and would not unclamp inside the abdominal cavity. No tissue was entrapped in the jaws or instrument, only the sponge. The instrument release key (irk) was used before pressing the e-stop, then tried again after pressing it with no change. When they tried to disengage the instrument, the tip became unaligned. The customer stated something was sticking out, preventing them from removing the instrument. A laparoscopic instrument was used to close the jaws of the force bipolar instrument enough to try and remove the instrument through the cannula. The customer could not confirm if the instrument was able to be removed through the cannula or if the cannula was removed together with the instrument. The procedure was completed with an unknown back-up instrument. The customer indicated that they may be performing an x-ray.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined.